Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where during procedure air was introduced into the patient. No issues were noted during device prep. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient, and a syringe was left on the introducer until the guidewire was inserted. Saline drips/pressure monitoring devices were not attached to any of the devices handles. The introducer was withdrawn from the gs and the moment it exited the sheath, air was visible on echo. The steps followed were retracting the guidewire and closing the introducer with stopcock, then the introducer was retracted out of the gs. There were no patient symptoms and no treatment was required. The patient is in stable condition. As per the medical opinion the amount of air observed was more than usual for a teer procedure and the event could be due to a malfunction of the membrane in the gs.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence via the procedural imaging provided. A DHR review of the lot in question revealed no non-conformances related to the event. Since no edwards defect was identified, corrective or preventative actions are not required. As described in the event description, medical opinion for air observed was more than usual for a teer procedure and was attributed to a malfunction of the membranae in the gs. However, once the returned guide sheath was leak tested there was no device non-conformance confirmed. The provided procedural imaging confirmed the presence of air during device insertion but could not confirm any device related issues. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step or errors in performing steps. - improper stopcock/syringe technique. - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root cause is unable to be determined. The pascal device preparation and procedural manuals instruct the operator on device preparation and insertion, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, procedural approach, device deployment, and imaging, through use of procedure specific training manuals and proctored procedures.